Event description:
It was reported that during an implant procedure, the lead helix was damaged and exhibited externalized conductors. The lead was replaced to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of ¿deformation of the helix¿ and ¿externalization of a plastic fragment of the electrode tip were confirmed. As received, a complete lead was returned in one piece with the helix stretched and clogged with blood/ tissue. The steroid plug was also returned separately from the lead consistent with procedural damage. X-ray examinations of the lead found the helix was stretched consistent with procedural damage. The cause of the reported events is consistent with procedural damage.